Manufacturer narrative:
1 of 1 device was returned for evaluation. Evaluation of one device found normal wear. The device did not heat up during evaluation. The device was repaired and returned to the customer. This event is being submitted as part of vmsr. Only one event was received for this device during this quarter.

Event description:
This report summarizes 1 malfunction event where a midwest tradition handpiece overheated. The patient experienced a minor burn, no intervention was required.